Event description:
A home pt's caregiver contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt connected the transfer set to the pt line of the homechoice cassette during the prime cycle of the automated peritoneal dialysis therapy. The baxter technical service center assisted the home pt's caregiver in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.